Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/12/2021. H.6. Investigation: two sample blood contaminated and heavily soaked with blood samples were received and are available for investigation. The retention samples were also used for investigation of the reported complaint. The investigation is in progress to check if the process, material, equipment or machines or design have contributed to the failure of the device. This is not an environmental contribution towards the failure of the device. The two devices were viewed under the smart scope to check for the defect. The smartscope top port view of sample 1 and 2 both confirmed that there is a silicon valve shift in both the customer returned samples. The defect is confirmed. The probable root cause of silicon valve shifting could happen due to the following reasons: 1. The ipa dosing could have fallen unevenly on the station number 5 when the product is getting assembled. 2. Due to the bending of the valve detection pin at station number 8 the silicon valve may get dragged backwards misplacing it inside the catheter adapter causing it to shift. 3. Station number 8 cyclder air flow control valve can also get locked due to checknut damage. The DHR of lot number 0.066978 was reviewed and there was no reported quality notification on this lot from production to dispatch found in the DHR.

Event description:
It was reported that 7 venflon 2 gn 18ga IV cannulas leaked blood from the port during the insertion. The following information was provided by the initial reporter: "during catheter insertion there is a leakage of blood from the port. The incident occurred several times in the same batch."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 venflon 2 gn 18ga IV cannulas leaked blood from the port during the insertion. The following information was provided by the initial reporter: "during catheter insertion there is a leakage of blood from the port. The incident occurred several times in the same batch."

Event description:
It was reported that 7 venflon 2 gn 18ga IV cannulas leaked blood from the port during the insertion. The following information was provided by the initial reporter: "during catheter insertion there is a leakage of blood from the port. The incident occurred several times in the same batch."

Manufacturer narrative:
Investigation summary: no photographs and no sample received and available for investigation. The retention samples were used for investigations from lot number 0.0066978 our investigating team found that the leakage from upper port of the cannula could probably be due to bursting of the value due that could have occurred due to high pressure of the fluid as seen in the video. The DHR of lot number 0.0066978 was reviewed and no qn was raised on the lot during its production and manufacturing. The exact root cause cannot be confirmed due to unavailability of the sample or the lot number.